Event description:
It was reported via legal documentation that approximately 55 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, discomfort, clicking, swelling, gait impairment, poor balance, bone loss, and bone damage. The patient additionally reported emotional distress. During the procedure a large osteolytic cyst was found, including synovitis. No further issues or complications were reported. No additional information is available. The serial number (B)(6) is confirmed to be a part of recall number: z-1729-2022 x-ray: no. Operative notes: no.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), - nv gxl linr, ntrl, 36mm ID, group 3 cups; (B)(6), 170-36-03 - biolox delta femoral head 36mm od, +3.5mm; (B)(6), 180-65-15 - alteon 6.5mm screw, 15mm; (B)(6), 180-65-35 - alteon 6.5mm screw, 35mm; (B)(6), 188-01-11 - wedge plasma x/o sz 11.